Event description:
Customer reported a hospitalization on (B)(6) 2014 for diabetic ketoacidosis. Her blood glucose was 453 when hospitalized. Customer said she had given herself a bolus, but didn't pay attention because she had company. She stated she felt like she was having a heart attack, so she checked for ketones and found she was in diabetic ketoacidosis. She called 911. They treated her with fluids and nausea medication. Customer stated she had been off the insulin pump for several hours before the 911 call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.